Event description:
It was initially reported that recently the programming wand "has a loose contact with the battery inside and it is not possible any more to interrogate or program correctly." The site tried to resolve the loose contact by inserting a paper piece into the battery storage place but the battery was still not tight and moving. The site indicated that attempts to communicate were interrupted several times when using the programming wand. The device was returned to the manufacturer for analysis, but has yet to be performed.